Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. Performance data has been received but is pending evaluation. The investigation will assist in complaint confirmation and root cause determination.